Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and motors errors. Blood glucose reading was 530 mg/dl and 140 mg/dl, 600 mg/dl, 320 mg/dl, 125 mg/dl, 480 mg/dl, 585 mg/dl. Customer treated high blood glucose level with insulin pump and manual injection. The pump will not be returned for analysis.